Manufacturer narrative:
The associated genesis ii resurfacing patellar component, journey ii bcs oxinium femoral component, journey ii bcs articular insert and journey tibia base plate were not made available for evaluation. Therefore a product analysis could not be performed. However, device details were provided. The manufacturing records and complaint history review was conducted. The review of the manufacturing records for the listed batches did not reveal any deviation from the standard manufacturing processes. The review of the complaint history for the listed parts revealed no prior complaints for the listed failure mode with the same batch number. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. There is no information that would suggest the implanted devices failed to meet specifications. A relationship, if any, between the devices and the reported incident or adverse event could not be corroborated. No clinical relevant documents were provided to conduct a thorough medical assessment. Thus, no medical assessment is warranted at this time. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however, smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, this complaint will be reopened and reevaluated.

Event description:
It was reported that an arthroscopic surgery was performed due to suspicion of patellar clunk syndrome. The patient had complained pain.